Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was reported to have accelerated battery depletion. Results of the engineering analysis indicated the diagnostics of this cardiac resynchronization therapy defibrillator (crt-d) showed consistent result that the battery life of this device was depleting prematurely. This crt-d was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, an evaluation of this cardiac resynchronization therapy defibrillator (crt-d) showed that premature battery depletion (pbd) allegation was confirmed. Based on the battery run down curve the battery is depleting faster.

Event description:
--